Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis. The iesu was placed on a surgeon side console (ssc) and run in normal mode. The voltage was too small during testing. The logs confirmed that the c-34 fault occurred multiple times during start-up and monopolar coagulation activation in the field. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer was getting repeated c-34 errors. The customer power cycled the integrated electro surgical unit (iesu), but the fault returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform multiple hard power cycles on the iesu, but the issue persisted. The customer stated that the surgeon was moving forward with the e-100 generator. The procedure was completing as planned with no reported injury.